Event description:
Device malfunction: shaft detachment. Time of malfunction: during pre-close, vessel closure. Time of symptoms/ae: during the procedure. Symptoms/ae: hemoglobin decrease. It was reported that a physician trained in the use of the proglide device attempted arteriotomy pre-closure of right common femoral artery prior to an interventional aortic valve procedure. There was some scar tissue at the wound site; the foot was deployed without tissue, however, resistance was felt while pulling the device backward. The physician observed by fluoroscopy that the distal shaft had detached. The proximal portion of the device was removed from the patient, however, the distal portion remained in the patient. The physician accessed the left femoral artery and snared the detached shaft from the vessel. Manual compression was used to achieve hemostasis. Additionally, the patient's hemoglobin decreased from 8g/dl to 5g/dl and a blood transfusion was given. It is not know if the transfusion resulted from the pre-closing procedure of the interventional procedure. Though requested, no add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.